Event description:
The customer called regarding a system error 2240 (air in tubing) alarm, followed by a cascading system error 2367 alarm. This occurred on the homechoice (hc) during dwell four. There was nothing found during troubleshooting that would cause or contribute to the alarm. The technical service representative (tsr) advised the home patient (hp) to start over with all new supplies or perform manual therapy to complete therapy. The tsr advised the hp to inform her registered nurse of the alarm. There was patient involvement, however no adverse event indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample was unavailable, therefore no evaluation or batch review could be performed. If additional relevant information becomes available, a follow up report will be submitted.